Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted multiple omental adhesions completely adherent to the mesh. Lysis of adhesions was performed to visualize the old mesh and it was excised sharply. It was reported that the patient experienced severe pain. No additional information was provided.